Manufacturer narrative:
The impella device was not returned by the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced some some suction alarms, potentially related to not enough blood being returned by perfusion. Decision was made to explant impella.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The cause of the low pump flow was patient condition since enough blood supply was not present. D6a, d6b.